Event description:
Customer reported that he had unexplained low blood glucose. Called the paramedics twice. The first time paramedics assisted customer at home the blood glucose reading was 31 mg/dl. The second time with in two day period customer was hospitalized. Customer's blood glucose reading was 36 mg/dl at the time the paramedics arrived. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor. Unable to performed occlusion and excessive no delivery alarm test due to prime fill anomaly. However, unit passed the displacement and basic occlusion test.